Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.